Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 75 year old male patient presenting with cardiomyopathy for impella support. During support, the patient developed an access site bleed that prompted 2 units of blood product delivered.